Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached and the blade was found to be cracked at the discolored (blue). The device was connected to a test handpiece and generator and an error code 5 was displayed during activation. A probable cause of an error code 5 is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a lap appendicitis, the tissue pad was damaged heavily. After that, one side of the tissue pad came off when a nurse wiped the tissue pad with a gauze. Another device was used to complete the case. There were no adverse consequences to the patient.